Event description:
It was reported that noise on the right ventricular channel was sometime sensed by the device and was able to inhibit the stimulation. The patient is pm dependent. The noise only appeared when the patient performed a deep breath. By increasing the max sensitivity the problem seemed to disappear. The patient will be shcheduled for another check. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.